Event description:
It was reported that the pacemaker was used for temporary pacing. The pacemaker exhibited backup operation and was replaced. There was no reported adverse consequence to the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".